Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the medium-large clip applier instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the customer had difficulty opening and closing the 8mm medium-large clip applier instrument's tip. No known impact or patient consequence was reported.